Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, an impedance jump, and a rise in thresholds. A lead integrity alert was triggered. The patient experienced non-sustained ventricular tachycardia of short duration. The lead was partially explanted and capped and replaced. No patient complications have been reported as a result of this event.